Manufacturer narrative:
Additional information was received that the router network port was connected to wrong port. This is a user error. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block d4: serial number: not provided. Block h4: date of device manufacture: unknown as no serial number provided. Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient involvement.